Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomitant products: model 5071-53, implantable pacing lead, implanted (B)(6) 2006; model 5076-52, implantable pacing lead, implanted (B)(6) 2006; model 694965, implantable tachy lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the device reached early elective replacement indicator (eri) due to the left ventricular (lv) lead outputs being programmed high. The device was explanted and replaced. No patient complications have been reported as a result of this event.